Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the reported event could not be confirmed. However, there was some temporary noise in the optical channel that may have caused some mismatch between the sensor readings and fingerstick measurements. Following the event, the user reported the sensor performance has gotten better and the accuracy has improved. The current sensor performance is within expectations. There is no further investigation needed at this time.

Event description:
Senseonics was made aware of a hypoglycemia event and complained of sensor inaccuracies. User reported that the event happened on 21 may 2022 between 9 pm and 11 pm. The measured blood glucose was 49 mg/dl at 11:04 pm and the sensor was basically giving "out of range high glucose" alerts at 10:48 pm and 11:08 pm. User was symptomatic (felt dizzy and weak), but did not seek any medical attention and was able to resolve with oral glucose.